Event description:
It was reported the effects of the drug were too strong even when the pump was at minimum dose. The pump was explanted due to patient request. The healthcare professional (hcp) reported, "no adverse events were observed after implantation." The pump was used to deliver gabalon.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis of the pump (sn (B)(4)) found no anomaly.